Event description:
The sacral screw broke inside the patient postoperatively. Broken sacral screw was detected during a follow up visit. Prior to a post operation examination the patient fell off a ladder. The date of the broken screw is unknown. The patient underwent additional surgery to explant to broken screw in 2006. The exact date was not provided.

Manufacturer narrative:
The implant surgery date is unknown, but was performed in the year 2004. Prior to a post operation examination the patient fell off a ladder. The date of the broken screw is unknown. The patient underwent additional surgery to explant the broken screw in 2006. The exact date was not provided. The sacral screw was not retruned to the manufacturer after explantation. Incident was reported to regulatory on 05/05/2006. Regulatory decision to file MDR made on 06/28/2006, when complainant contacted and informed alphatec spine that the broken sacral screw was explanted from the patient.